Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) reviewed and noted this was a non-boston scientific system. This lead remains in service. No adverse patient effects were reported.